Manufacturer narrative:
Follow up 03/12/2016: customer reported that bg levels had decreased and currently had bg level of 200 (mg/dl). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 400 (mg/dl). Customer administered a manual injection to treat bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to change infusion site.